Manufacturer narrative:
Section d10: additional, device available for evaluation? Yes. Section d10: additional, returned to manufacturer on 11/12/2019. Section h3: additional, device evaluated by manufacturer? Yes. Section h5: correction, in the initial report yes was inadvertently selected, however it should have indicated no. Section h8: correction, in the initial report initial was inadvertently selected, however it should have indicated reuse. Device evaluation: a visual inspection of the returned product shows the phaco tip was broken into two pieces. The break is approximately 0.5cm from the tip of the needle. There is considerable wear to the exterior yellow color of the needle, which is consistent with multiple uses. However, the number of times the product was used cannot be determined. Manufacturing record evaluation: could not be performed as lot number was not be provided. Conclusion: as a result of the investigation, a product malfunction was confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: during week 42, (B)(6) 2019. Lot#: unknown/not provided. Model#: unknown/not provided. UDI #: UDI # is unknown as product lot number was not provided. Phone: (B)(6). Manufacturer date is unknown as lot number is not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the sculpting procedure the end of the phaco tip broke off suddenly. The end of the tip fortunately stayed inside the sleeve so the doctor was able to get everything out of the eye without any patient injury. They replaced the phaco tip with a new one and finished the surgery successfully. No patient issues. It is unknown by the customer how many procedures this reusable phacotip has been gone through as the dfu (directions of use) indicates a reusable tip can be used up to 20 times only. No additional information was provided.